Manufacturer narrative:
(B)(4). Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. The reported patient effect of occlusion is listed in the perclose proglide instructions for use, as a known adverse event associated with use of suture mediated closure devices. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional two proglide devices are being filed under separate medwatch report numbers.

Event description:
It was reported that suture placement with three proglide device a were attempted in the right common femoral artery via 6fr sheath using the preclose technique prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, the first proglide device was successfully placed. The sutures of the second proglide device failed to deploy. The sutures of a third and fourth proglide device were successfully placed. The sheath was upsized to 16fr and the tavr procedure was completed. The patient experienced weakened distal pulses in the right leg. The patient was taken to surgery where an occlusion of the artery was found. Surgery and vascular repair was completed to resolve the occlusion and achieve hemostasis there was a reported clinically significant delay in the entire procedure. No additional information was provided.